Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 330 mg/dl. During troubleshooting, the customer's wife reported that the drive support cap was sticking out. The caller will not return the device for analysis and it will not be replaced.